Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via (B)(4) that an ar-9618-24 24 mm primary reamer was worn. They finished the case with that reamer and decided it needed to be replaced. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9618-24 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the cutting blades are dull. Additionally, laser marks are faded as well. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. This condition does not indicate a device defect. This condition indicates normal wear.